Manufacturer narrative:
(B)(6). This report is being filed on an international product, list number 04j27 that has a similar product distributed in the us, list number 02p36. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) results while using the architect hiv ag/ab combo assay. The customer indicated the patient was (B)(6) when tested using another architect analyzer and the pcr method. The customer indicated the specimen was identified as (B)(6) both in a pool and by individual unit testing when tested by pcr. The specimen was tested using the architect hiv ag/ab assay as follows: (B)(6). No adverse impact to patient management has been reported.

Manufacturer narrative:
An investigation of the customer issue included a review of the complaint text, testing of returned material, in-house sensitivity testing, a device history review, a search for similar complaints, and a review of labeling. Return material was provided by the customer. The affected specimens were returned and tested. The specimens were tested with retained reagent kit of lot number 76124li00. Non-reactive results for two samples ID were generated but, but reactive results for 2 other sample were generated. Thus we were able to repeat the customers observation. We performed further confirmation testing of the returned samples, testing was completed with retained kits of lot number 76124li00. Two specimens gave non-reactive results when tested with the innotest hiv ag mab test (detects p24 antigen) and with the prism hiv ag/ab combo assay (as alternate screening assay), the other two samples gave reactive results with both methods. Three specimens gave indeterminate results when tested on the hiv-1 specific western blot new lav blot I and on the hiv-2 specific western blot new lav blot ii. One specimen gave a positive result when tested on new lav blot I and an indeterminate result when tested on new lav blot ii. Based on these results we concluded that two of the samples provided (sample ID 344172 and 348513) did not create false non-reactive results with the architect hiv ag/ab combo assay as suspected, since supplemental testing for the detection of hiv antigen and antibodies to hiv-1 and/or hiv-2 did not show reactive results. A sensitivity testing was completed; the results showed normal performance without false non-reactive results. The device history review did not identify any non-conformances or deviations. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect hiv ag/ab combo reagent, list number 4j27-32, lot number 76124li00 was identified.

Event description:
Correction: regarding the data initially reported on, the result of 0.34 s/co was a result from the initial specimen not a new specimen. The new specimen generated both a result of 4.57 and 5.19.